Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was getting stuck in the cannula and would not engage. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's snake wrist was dislodged. Failure analysis investigation also found a broken instrument control box (icb) cable. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event, if the failure mode were to recur.